Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform functional tests including displacement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a solid white screen. It was reported that the customer had current blood glucose levels of 6.0 mmol/l at the time of incident. Troubleshooting was performed. It was reported that the customer was advised to disconnect from the quick release. Product is expected to return for analysis.